Event description:
Lumex commode/shower chair collapsed while in use by a resident. It appears that the manufacturer didn't use any joint epoxy to secure the frame meeting areas. The tubing cracked and part of the commode broke off.